Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported to MFR by the vns pt's caregiver, that the pt began experiencing increased coughing and choking sensation during stimulation of the device. According to the reporter, there had been no recent programmed setting changes, trauma, or manipulation of the device that could be contributing to the onset of the events. The pt was seen by the treating physician due to the coughing and dysphagia events, and the vns device output setting were decreased to help with the events. A system diagnostic test was performed at this office visit and revealed a dcdc code of "0". The setting change improved the coughing and dysphagia temporarily, until several weeks later, the events continued, again with no reports of trauma or manipulation. The device was temporarily disabled where the events resolved. The device settings were programmed back on shortly thereafter as the pt was receiving efficacy for their seizure disorder. Good faith attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.